Event description:
Implant reportedly migrated into the t9-t10 spinal canal sufficient to cause paraplegia in a (B)(6) male patient with scoliosis. Initial surgery took place on (B)(6)2008, consisting of discectomy and placement of interbody implants at the t7-t8 through l2-l3 disc spaces. No stabilization constructs were reportedly implanted. Revision surgery commenced on (B)(6)2008 following a CT scan that confirmed implant migration. The interbody implant was reportedly removed. The patient's paraplegia has persisted to the present day.

Manufacturer narrative:
The devices associated with this reported event have not been returned for evaluation; physical evaluation has not been possible. No conclusions can be drawn at this time. Should additional information be obtained, a follow-up report will be filed.